Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.

Event description:
The customer reported via phone call that the back of the pump from the rail to the bottom of the battery case was cracked. The customer¿s blood glucose level was 100 mg/dl at the time of incident. Customer stated that there was fluid coming out of battery compartment. Customer stated that they changed battery because the insulin pump had blank screen. The insulin pump will be returned for analysis.